Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device. The patient stated the cgm was displaying high. Based off of the cgm, the patient treated themselves with five units of insulin. After treatment, the patient checked their bg with a meter and it was 92 mg/dl and their cgm was still displaying high. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).